Event description:
The pt was revised due to the cap was loose.

Manufacturer narrative:
Examination of the returned product could not confirm the reported loosening. Dimensional inspection is not possible, as the product is filled with foreign material/debris. Review of the device history records did not reveal any mfg deviations or related anomalies. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated.